Event description:
Tip of awl/screwdriver broke off - "cold fused" to plate. Surgeon was performing an anterior cervical discectomy and fusion plating system sequence. (Plate 12 mm (B)(4)). Surgeon feels won't cause any problems - doesn't need to be removed.